Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 5164211 regarding item #381033. DHR number 5164211 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. When the metal guide wire was withdrawn after the catheter was inserted, it did not remain in the chamber. It was reported that when the metal guide wire was released after the catheter was inserted, it did not retract into the chamber, meaning it had to be removed completely from the cannula, with a risk of accidental puncture when did the incident occur? During use.